Event description:
It was reported the video system center exhibited lost the video signal and displayed an intermittent error message. The issue was found during a diagnostic gastroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.